Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. The reporter alleged that the pump would vibrate randomly, which was more often than expected by the user. It was also noted that the pump would not vibrate at the appropriate times during temporary basal settings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 01/10/2014 with the following findings: evaluation revealed that the vibratory motor was functioning as normal with no evidence of randomly vibrating. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.